Event description:
Customer's caretaker reported that when a test strip was inserted into their precision xtra blood glucose meter, dashes appeared. The caretaker was not able to check the customer's glucose properly. The customer was seen at her doctor's office, where she was diagnosed with hyperglycemia and had her medication (unspecified) increased. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.